Event description:
Reporter stated that a neonate arterial sample was tested, using the suspect device, with a result of 211 mg/dl. Within 10 mins, additional artrial samples were obtained from the pt and when tested in the facility's lab measured 159 mg/dl and 158 mg/dl. Reporter indicated that neonate was not treated based on the value obtained on the suspect device. Reporter noted that, at the time the sample were obtained, the neonate was receiving intravenous fluids (calcium, saline and 10% dextrose). Qc testing testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.